Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm during operation

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The device was received with the cannula assembly fully deployed. Corrosion was observed on the pcb assembly, reservoir and reservoir cap, the mechanism rails, and bottom battery. Due to the corrosion observed, a leak test was completed. A leak was observed on the unexposed portion of the soft cannula. All attempts to download the data were unsuccessful due to the corrosion on the pcb assembly. All three batteries were measured to have lower than expected voltage. Without the pod data, it could not be determined if the pod generated an alarm, and the cause of the reported hazard alarm during pod operation could not be determined. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone14.7 cgm sensor type: not provided please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.